Manufacturer narrative:
In (B)(6) 2017, the patient weight was (B)(6).

Manufacturer narrative:
External insulation abrasion was noted at 10.9-11.3 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction against the device can. This is consistent with the observation from the field of noise and insulation damage.

Event description:
New information received notes that the lead was explanted and replaced. Patient was stable post-procedure.

Event description:
New information received notes that chest x-ray was performed and insulation breakdown at the suture sleeve was observed. Device was reprogrammed but ventricular lead noise was still present. Patient will be scheduled for lead revision. Patient is not pacer dependent and is stable.

Manufacturer narrative:
Follow-up number 1 of 2938836-2017-33409 should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that when an asymptomatic patient presented to clinic, several high ventricular rate episodes were observed. The noise was reproducible with isometrics. Device was reprogrammed. Patient will continue to be monitored.